Event description:
According to physician, during endoscopic procedure the covered esophageal stent was placed at the esophageal stricture. The indication was an adenocarcinoma of the gastro-esophageal junction. Further information revealed that after stent deployment, the stent was reported to have migrated into the cardia and then into the stomach. There was no reported injury or illness to the pt as a result of the stent migration. Md preferred to surgically remove the stent rather than removal by endoscope, as there was "a high risk of bleeding for this pt." A second endoscopic procedure was done to implant a second stent without reported incident.